Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colon resection procedure, while cleaning the device the blade broke. It did not fall into the patient consequence reported.